Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture as the lead was dislodged, lead was then explanted as it was not able to stay in place once out from the body the lead was found to have a bent on the tip of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, lead was then explanted as the lead tip was bent and was not able to stay in place. No additional adverse patient effects were reported.